Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a050702 captures the reportable event of loop cutting issues. Block h10 investigation results: one captivator cold snare was received for analysis. Visual and microscope analysis of the returned device found the working length was bent, kinked and torn due to the handle cannula touching the walls of the working length. Functional analysis cannot be performed due to the condition of the device. No other issues were noted. The reported event of "loop failure to cut" could not be confirmed, as it was not possible to evaluate the device's function during the specific procedure. The product record review revealed that this was not a new failure type and the risk had been anticipated. There was no evidence of a manufacturing, design, or user problem that could have caused the complaint. Device analysis found the working length was bent, kinked and torn, but due to the condition of the device, the functional test cannot be performed. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause for the reported event is "cause not established" since functional analysis cannot be performed due to the condition of the device and the most probable root cause for the result found during analysis is "adverse event related to procedure." Since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used to resect a 5mm polyp in the ascending colon during a polypectomy procedure performed on (B)(6) 2023. During the procedure, the snare was ineffective in removing the polyp. The procedure was completed with a similar 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a050702 captures the reportable event of loop cutting issues

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used to resect a 5mm polyp in the ascending colon during a polypectomy procedure performed on (B)(6) 2023. During the procedure, the snare was ineffective in removing the polyp. The procedure was completed with a similar 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event.